Event description:
Wife of home patient (hp) reports patient line of homechoice set was not priming completely on two separate occurrences. Each time, hp was able to prime line after a reprime attempt. Per spouse, there was no patient injury or medical intervention as a result.